Event description:
It was reported that intermittent cartridge alarms occurred during insulin delivery. Reportedly, the customer reverted to manual injections for insulin therapy. There was no impact to the customer¿s blood glucose.